Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing anomaly. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related MFR report number: 2017865-2024-03253 it was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and loss of sensing on the atrial and right ventricular (rv) leads. The atrial and rv leads were found to be dislodged. The physician elected to explant the atrial lead and rv leads. The patient condition was stable following the procedure.